Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinders, spherical reservoir and pump were visually examined and functionally tested for leak. One cylinder had buckling and folds in the distal and proximal end. The cylinder had a hole at the corner of a fold in the proximal end. The cylinder passed the leak and pressure tests. Second cylinder had wear at a fold in the distal end and the buckling folds in the proximal end. The second cylinder had a hole from sharp instrument in the proximal end. The second cylinder passed the leak and pressure tests. The reservoir had wear at a fold in the shell. A fluid leak from fatigue at the corner of a fold was identified in the spherical reservoir shell. The pump had kink resistant tubing (krt) worn to filament. The outer layer of the pump bulb was worn from wear against the pump strain relief krt junction, and the scaling was identified on the pump block. The pump passed the leak test. Product analysis confirmed the reported device allegation as the spherical reservoir had a leak from fatigue at the corner of a fold. Based on the analysis results, an investigation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that an implanted inflatable penile prosthesis was not fully coapting. The device would not inflate due to fluid loss. The device was completely explanted and replaced. No patient complications were reported.

Event description:
It was reported that an implanted inflatable penile prosthesis was not fully coapting. The device would not inflate due to fluid loss. The device was completely explanted and replaced. No patient complications were reported.